Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned as a blind unit. The visual examination of the device found the female connector slightly stripped. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Event description:
The following device was received as blind unit product code: 200142000, lot no. - so2036763. Product code: , 530302, - lot no.- so2044255. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves two (2) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.